Event description:
Hold for kh 12/04 permanent loss of capture was reported. The ventricular lead did not reveal any lead defect. The pacemaker has been replaced.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The pacemaker was interrogated. The memory content as well as the returned ECG holter data were inspected in detail. The ECG data confirmed the observation from the complaint description. However, the root cause for this observation is not determinable based on the data. The memory content of the pacemaker showed no anomalies. The header of the device was analyzed. It was observed that the sealing plug of the rv set screw was damaged, presumably due to external forces applied during the surgery. No further anomalies were present. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. The spring elements of the pacemaker did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not reveal any sign of a material or manufacturing problem. The clinical observation was not reproducible during analysis. There is no indication that the pacemaker led to the clinical observation.